Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue with too high air supply pressure. Our field service engineer has investigated the reported ventilator on site. The air gas module has been replaced to resolve the issue and sent back for investigation. The returned gas module has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 6 hours. It passed another pre-use check after ventilation. It was not possible to reproduce the reported issue. Therefore, no root cause can be established.

Event description:
It was reported that the ventilator had an issue with too high air supply pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).